Manufacturer narrative:
Additional information: h3, h6, h11. H11: the actual device could not be returned; however, a baxter technician performed an on-site evaluation of the device. The pump was in "door latch error." The pump wouldn't power off cause the door was sensed as open. Evaluating the pump the door latch bar was seized, and actuation of the slide clamp did not slide the latch bar as intended. The reported condition was verified. The cause of the condition could not be determined; however, the most likely was due to either fluid ingress in latch bar or the failure of slide clamp to latch bar interface. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump would not recognize that the door was closed. This issue was described as, "the pump wouldn't power off cause the door was sensed as open". This issue occurred in the cardiovascular intensive care unit prior to patient use. There was no patient involvement. No additional information is available.